Manufacturer narrative:
Image review one cine image was received from the account for evaluation. The cine image shows the target lesion however it is not possible to confirm visibility of the device within the lesion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the treated lesion was in the anterior tibial artery (ata). Vessel has 80% lesion stenosis. The balloon was fully deflated prior to removal. It was intended to deflate it after the first inflation for 3 minutes. At first, it was found that it could not be deflated. After the next few attempts for about half a minute, it could be deflated normally. The device was removed safely. No intervention required for removal. No vessel damage noted, blood flow recovered well. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use amphirion deep during procedure. The device was checked before opening the pta catheter, the package was complete, there was no visible foreign body, the use process was normal at the earlier stage after the package was opened. . The operation was normal at the earlier stage after delivered into the patient. It was reported that when physician was preparing to withdraw the pta catheter after procedure was completed, found that the balloon could not be withdrawn, and the balloon could not be withdrawn after taking measures according to the instruction manual. The doctor pulled out the balloon after continuous operations based on experience, and informed the equipment department to intervene. Event interrupted the patient's diagnosis and treatment process and extended the surgery time.